Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the findings did not replicate or confirm the customer reported event of frayed pitch cable. The visual inspection revealed no signs of any damage at the cables. Additional unrelated observation not reported by site: the instrument was found to have a broken main tube at the distal tip. Material was found missing. Components adjacent to this broken main tube do not show damage. Moreover, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Correction(s): h8. Usage of device was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.